Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the channel c pumphead module keypad. There was no patient involvement with this event; therefore, no patient injury, medical intervention necessary, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version (B)(4).

Event description:
A consumer reported that for the past year his vision is "not as sharp as it used" to be following intraocular lens (iol) implant surgery three years ago. Additional info has been requested.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported that during the mammotome biopsy, the instrument did not work properly. The biopsy was very small and not in the sufficient size. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the condition of a colleague infusion pump with an intermittent stop key on the channel c pumphead module (phm) keypad was found and confirmed by a baxter service technician. This condition was caused by a disconnection in the channel c keypad circuit board vertical interconnect accesses. The channel c phm keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review reveled that this device was not previously serviced for the reported condition of 'intermittent stop key on the channel c pumphead module keypad'. (B)(4).